Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not in use by a patient and was being set up for training. A syncardia clinical support specialist reported that after transport of the companion 2 driver docked in a hospital cart from another center in the same city, the driver exhibited a single compressor malfunction when turned on. The clinical support specialist also reported that when attached to wall air, the companion 2 driver emitted a high pitched noise. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no anomalies. The patient file was copied and reviewed, revealing multiple single compressor malfunction alarms and one dual compressor malfunction alarm. The customer reported issue was confirmed. During failure investigation testing, efforts to reproduce the single and dual compressor malfunction alarms were successful. During which the alarm banner did not show a visual alarm, and there was only the audible alarm indicating the dual compressor malfunction alarm. The visual alarm did not appear because the driver had not completed its boot up sequence at the time of the dual compressor malfunction alarm. After full boot up, the visual alarm was displayed. The root cause of the customer reported issue of a single compressor malfunction alarm was a malfunction of the motor controller boards. The left and right motor controller boards were dispositioned. The left and right compressors were found to be fully functional and were not replaced. After replacement of the left and right motor controller boards, the companion 2 driver was serviced and passed all functional and performance testing before being placed into finished goods. This failure mode poses a low risk to a patient because the driver was not in patient use at the time of the customer experience. In addition, the driver would have continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The companion 2 driver was not in use by a patient and was being set up for training. A syncardia clinical support specialist reported that after transport of the companion 2 driver docked in a hospital cart from another center in the same city, the driver exhibited a single compressor malfunction when turned on. The clinical support specialist also reported that when attached to wall air, the companion 2 driver emitted a high pitched noise. This alleged failure poses low risk to a patient because the driver was not in patient use. In addition, it would not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a supplemental MDR.